Event description:
It was reported that the patient had never experienced therapeutic effect from their implantable neurostimulator (ins). Impedance measurements showed >4000 ohms on both unipolar and bipolar electrode pairs. Additional information was requested, but was not available at the time of this report.

Manufacturer narrative:
Extension model 7482a40, serial# (B)(4), implanted: 2009 (B)(6), extension model 7482a40, serial# (B)(4), implanted: 2009 (B)(6), lead model 3387s-40, lot# v199170, implanted: 2009 (B)(6), lead model 3387s-40, lot# v253603, implanted: 2009 (B)(6). (B)(4).